Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was an impedance increase and high impedance on the right atrial lead. It was later reported that the atrial lead had switched to unipolar due to the high impedance. It was recommended to program the atrial lead back to bipolar since noise was noted in unipolar polarity and change upper limit of the lead monitor. The lead will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was an impedance increase and high impedance on the right atrial lead. The patient will be brought in to try isometrics. The lead remains in use. No patient complications have been reported as a result of this event.